Event description:
According to the customer contact, "syringes in pack continues to break off when attached to three way stop cock in assist package."

Manufacturer narrative:
According to the customer contact, "syringes in pack continues to break off when attached to three way stop cock in assist package." Per the customer contact, "no person was affected by this incident, and no injury or adverse health outcome was reported. However, the incident resulted in unexpected or prolonged care, as the procedure was impacted due to the device issue." No additional information at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.